Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#3006705815-2018-03009. It was reported that the patient's leads migrated out of the epidural space. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced.

Event description:
Device 2 of 2. Reference MFR report# 3006705815-2018-03009. Additional information received identified that therapy was restored post-operatively.